Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a large loop excision of the transformation zone(lletz) surgical procedure, the loop electrode broke while cutting. It was also reported there were no delays and no adverse consequences as a result of this event. It was also reported the procedure was completed successfully.

Manufacturer narrative:
The reported event, for electrode breakage, was not confirmed as the electrode was not returned for evaluation. Without the electrode, the root cause cannot be determined.

Event description:
It was reported that during a large loop excision of the transformation zone(lletz) surgical procedure, the loop electrode broke while cutting. It was also reported there were no delays and no adverse consequences as a result of this event. It was also reported the procedure was completed successfully.